Event description:
The technician alleged the side rail would not latch in the up position. No pt impact.

Manufacturer narrative:
The technician replaced the side rail release lever and latch to resolve the issue.